Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. There was liquid contamination on the battery board and the q1 current-controlling transistor on the bedside board was internally shorted. The cause for the failure was isolated to the contaminated battery board and shorted q1 transistor. The root cause for the contamination was likely ingress of an unknown liquid. The root cause of the shorted transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.